Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted; therefore, not explanted. Reporter telephone: (B)(6). Device evaluation: the intraocular lens (iol) was returned in its original package for evaluation. Visual inspection using magnification was performed to the returned lens. The plunger and pushrod was observed partially advanced. Residues of viscoelastic material were observed on the cartridge. The cartridge tip was observed deformed and cracked. The lens was also observed stuck and damaged at the cartridge tip section. Based on the evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for surgical process. The complaint issue reported was verified. Manufacturing record evaluation: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while preparing the intraocular lens (iol), the nurse pushed the implant into the cartridge and the tip split in two. The material did not come in contact with the eye. No additional information was provided.